Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint.- the patient was revised because of pain. Doi: (B)(6) 2007, dor: (B)(6) 2010 (left side). Update: 3/28/2013 - litigation papers received. There is no additional information that would affect the outcome of this investigation. Update rec'd 11/12/2013 - pfs and medical records received. Patient was revised due to pain and metal hypersensitivity. There is no new additional information that would affect the existing MDR decision. The complaint has been updated to: 12/10/2013 update ad 25 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges elevated metal ions. The stem was added to the impacted product due to alleged elevated metal ions. Added another screw and hole eliminator. Updated doi, patient's initials and associated contact. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.